Event description:
Since I started using alcon's clear care plus (with hydraglyde) my vision gets hazy and increasingly uncomfortable with time. Bright lights cause sensitivity since it appears I am looking through foggy lenses. After looking at (B)(6) reviews and talking to my optometrist, I have found I am not the only person experiencing these symptoms. The problems don't just affect my contact lenses, as when I remove them the vision problems persist for minutes to hours. Before I discovered this is a result of the solution, I was throwing monthly lenses away thinking they were contaminated after only one use. This solution has been costly to me and quite uncomfortable. One of the most significant problems is that the haziness increases with time, so it can occur while you are driving which causes discomfort and trouble seeing.